Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. No patient or staff injury was reported.

Event description:
The customer reported that the 8800 system had no joystick movement. No patient injury was reported.